Event description:
The customer reported that there was a speaker malfunction. A philips response center engineer (rce) verified with customer biomed that there was no sound from the speaker; the volume was increased, but still no sound. There was no adverse event or patient harm reported.